Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. The insulin pump was received with cracked battery tube threads and stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by the medtronic indicated that the insulin pump was not coming off even after changing the batteries. Customer stated that they are unable to remove the battery cap on their pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.